Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to a non-union with infection. The im nail was replaced with a 10mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "he was alright previously and was doing well and didnt want to be operated before. But now, he has developed infection and is advised IV antibiotics. The thigh was full of pus. It was drained and nail was removed. It was nonunion so we did exchange nail."